Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. The manufacturer assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap remains intact and attached and drilled through; exhibits detritus, char, devitrification, and melted glass. Cap condition would result in reduced vaporization efficiency. The potential for forward firing may exist. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the laser was not firing at about 52 seconds into the case at 3,679 joules. The procedure was completed with a second fiber. No patient injury was reported.